Event description:
Caller reported that insulin gauge displayed an amount different than expected, showing 80 units instead of the expected 210 units. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by loading a new cartridge and agreed to receive an email with resources on cartridge loading. Cts instructed the caller to call back for troubleshooting if the issue recurs.